Event description:
The report received from the sapphire study indicated that during post dilatation with an aviator plus balloon, with the angioguard still in place, the pt experienced dysarthria, hemineglect & hemiparesis on the left side. Onset was sudden and recovery was partial with minor residual (weakness on the left side). The diagnosis was tia. The pt was discharged to a rehab facility. Seven days after the index, the pt was found unconscious and was diagnosed with an ischemic stroke. The onset was sudden, with unk visual loss, unk hemiparesis, unk hemineglect and unk hemiataxia. There were neurological deficits and the pt was going to be discharged to a hospice facility.

Manufacturer narrative:
The pt was symptomatic at the time of the procedure. Pta was performed on a 62% occluded bifurcation lesion in the right internal carotid artery of 23mm in length in an 8.2mm vessel diameter. The (arch I) lesion was ulcerated and mildly calcified. An angioguard embolic protection device was successfully deployed and retrieved. There was debris in the basket upon retrieval. A 10x30mm precise stent was deployed at the target site without any malfunctions then a second 8x30mm precise stent was deployed proximal to the target lesion without any malfunctions. The lesion was post-dilated with a 7x20mm aviator plus balloon. Pre-procedure ck was total ck 89- [upper limit of normal ck 234] and total ck-mb 2.6 [upper limit of ck-mb 6.3]. On the following day, total ck was 455 (upper limit of normal ck 234] and total ck-mb 8.0 [upper limit of ck-mb 6.3]. Pre and post-procedure medications included aspirin and clopidogrel. Heparin was administered during the procedure. The product remains implanted in the pt and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This is one of 4 devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2009-01154, 9610978-2009-00166 and 1016427-209-00176.